Event description:
The customer reported differences in their sensor glucose readings versus their blood glucose readings and received a cal error. Blood glucose reading was 314 mg/dl and the sensor glucose reading was 68. It was also reported that the customer's insulin pump went into low suspend. The customer bolused himself with a square bolus for dinner and the insulin pump shut off, therefore not delivering him insulin. The customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).